Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 22-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 11/02/2017 with the following findings: review of the black box showed dates from (B)(6) 2017. There was no evidence of battery life issue observed in the black box data. No damage was found to battery compartment or the returned battery cap. No moisture/corrosion was observed in the battery compartment. The returned battery cap was able to fully tighten to the pump and power it on. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during testing. There was no evidence of moisture or loose components found inside the pump.